Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy - exchange sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during exchange sheath splitting resistance was met and exchange sheath splitting could not be completed. The device was removed after inserting a dilator into each of the access ports that unlocked the thumb advancer and clip delivery tube set enabling them to be retracted proximally. The safety release was cycled to retract the locator wings, which released the device from the pt anatomy. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.